Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred after loading a cartridge with 480 units of insulin. A new cartridge was loaded resolving the issue. The customer indicated that the cartridge may have been overfilled; however, could not confirm that overfilling the cartridge caused the alarm. Customer's blood glucose was 300 mg/dl.